Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(6), 2013.